Event description:
(B)(4). Constant uti's, pelvic pain, clotting when on menstrual cycle, heavy periods, anxiety, fainting spells, constantly having bv, mood swings, weight gain in rapid time, joint pain in wrist, tingling sensation and pain down right leg, painful intercourse, chronic fatigue.